Manufacturer narrative:
Additional information is provided in sections d.9, h.3 and h.11. The fluidics module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformances. The returned fluidics module was installed into a known good system and tested per stp. The reported event was replicated. During prime/tune testing, sm was generated when inserting a cassette. The sm was resolved by replacing the pincher pressure regulator rg4 with a known good regulator. The nonconformance was attributed to the nonconforming pincher pressure regulator rg4. The root cause of the reported event is attributed to the nonconforming components on the fluidics assembly. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery, an ophthalmic system exhibited system message during cassette insertion. The system message persisted while the patient was under anesthesia and even after changing the cassette and restarting the system. The surgery could not be completed leading to the rescheduling of the procedure and extension of hospital stay. The current condition of patient is unknown.

Manufacturer narrative:
The company representative was able to replicate the reported event. The fluidics was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming fluidics. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.